Manufacturer narrative:
The pump was received with minor scratched lcd display window however, the screen/display can be read easily. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. The pump was paired with a guardian link 3 (gl3) transmitter (gt-8906401n) and a test plug. The pump was calibrated to a programmed test value properly. The pump was monitored for a couple days while connected to the transmitter and the test plug. No unexpected pump-to-transmitter communication errors, lost sensor alarm, or additional sensor-related errors noted. Set the low reservoir reminder alarm for (B)(4) units, installed a water filled test reservoir, and primed the pump. Verified that the units left in the test reservoir and those left on the display matched (38 units). Programmed a 20-unit bolus delivery. The low reservoir alarm activated properly at (B)(4) units left. Programmed an additional 15-unit and 5-unit bolus deliveries and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 25-unit bolus delivery and the pump alarmed no reservoir detected properly. No low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: minor scratched lcd window, stained keypad overlay, scratched case, and pillowing keypad overlay. The pump passed all functional testing. The complaints of lost connection with a cgm and not giving low reservoir alarms are not confirmed. Minor scratched lcd display window is confirmed however, the complaint of prevents reading the screen is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received crack on pump and prevents reading on screen and loses connection to pump. The event involved product(s) mmt-1884l, mmt-7841zn. The customer reported no adverse event. Troubleshooting was declined. It was unknown whether the customer will continue to use the device. No harm requiring medical intervention was reported. Product return is not expected for mmt-1884l, mmt-7841zn.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.